Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. The power motor relay circuit board was found to be defective and was replaced. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9800 reported a housing overheated error upon initialization although no overheat condition was possible. There was no adverse pt involvement reported. There was no pt info reported.